Event description:
It was reported that the pt's hearing threshold deteriorated progressively, until it was finally out of indication range for a vibrant soundbridge, so that the pt no longer had any benefit from the device. Due to these medical reasons, the pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4), where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.